Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer reports that while delivering a bolus insulin would stop delivering. During troubleshooting it showed an occlusion had occurred prior to insulin delivery being stopped. Customer was treated with an insulin drip while in the hosp.

Manufacturer narrative:
The device has not been received for eval. Should add'l info be received, a supplemental form will be completed.